Event description:
Report received that patient's pump was refilled in 2001, and hospitalized for flu-like symptoms 9 days later - patient died the next day 2001, of sepsis related issues. Follow up with hcp of record revealed patient began getting neurological symptoms so was referred to neurologist for work up. An MRI was done with negative results. Shortly thereafter patient presented with symptoms of delirium and was hospitalized. Patient was diagnosed as "septic" and died as reported. No autopsy was performed and source of sepsis was not known to hcp of record. Pump settings etc had not been changed for a year and a half.